Event description:
At about 2 years after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17-dec-2024. (B)(4) items manufactured and released on 20-apr-2021. Expiration date: 2026-04-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised: gmk-sphere 02.07.1206r tibial tray fixed cemented size 6 r (k090988) lot. 2202646 batch review performed on 17-dec-2024 (B)(4) items manufactured and released on 08-jun-2022. Expiration date: 2027-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0610fr tibial insert fixed sphere flex size 6/10 mm r (k121416) lot. 189065 batch review performed on 17-dec-2024 (B)(4) items manufactured and released on 11-mar-2019. Expiration date: 2024-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 4 similar reported event during the period of review. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot. 2108184 batch review performed on 17-dec-2024 (B)(4) items manufactured and released on 22-sep-2021. Expiration date: 2026-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.